Manufacturer narrative:
The reported complaint of a blank screen on the display head of the thermogard xp ivtm system (serial #(B)(4)) was confirmed during functional test. The investigation findings revealed that the root cause of the reported issue was due to a defective backlight inverter. To remedy the screen issue, the lcd unit was replaced. No physical damage was observed on the thermogard xp ivtm system during visual inspection. After part replacement, the thermogard xp ivtm system was functionally tested and passed all functional tests without no fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were was one similar complaint reported for the thermogard xp ivtm system serial number (B)(4). (B)(4), reported on mar 14, 2019. Backlight inverter was replaced.

Event description:
As reported, the thermogard xp system (sn (B)(4)) has a blank monitor on the display head. No additional information was provided. No known impact or patient injury was reported.